Event description:
It was reported that the actual residual volume (32ml) was greater than the expected residual volume (24.2). It was noted in a pump that was explanted from the patient and the clinic had done some testing. They had pump refilled on 2011 (B)(6) with normal saline and had it running and not hooked up to catheter; it was thought that the "pump had run empty at some time". Pump was delivering saline. Additional information has been requested, but was not available at the date of this report.